Manufacturer narrative:
B3: the event date is approximate. G3: the complaint was received from a consumer in poland. Device was not returned for evaluation; therefore, it cannot be determined whether the device failed to meet specification and/or caused or contributed to the event. The case is being conservatively reported as the allegation related to a thermal event causing the melting of the button would be likely to cause or contribute to a death or serious injury, if the malfunction were to recur.

Event description:
It was reported that a button on a philips sonicare 3100 series powered toothbrush melted due to heat. The consumer confirmed that the handle did not produce smoke/flame. No injury was reported. Based on the available information, this case is determined to reportable out of caution. The case is being conservatively reported as the allegation related to a thermal event causing the melting of the button would be likely to cause or contribute to a death or serious injury, if the malfunction were to recur.